Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display and error 35 due to critical pump error alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor which was detected during seating or regular delivery as well as critical pump error. Customer's blood glucose value was 136 mg/dl. Customer was assisted with clearing the alarm. Customer states insulin pump was not exposed to a high magnetic field. The customer also reported that the delivery stopped and the insulin pump was not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.